Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia. It was reported the patient was getting ready to have a gall bladder surgery tomorrow, which was later reported to not be related to the device or therapy, and the healthcare provider (hcp) from the hospital did not have experience with the implanted system. The patient noted they had the device implanted in 2007 and had (B)(6)operations, which were later reported to not be related to the device or therapy, since then and the hospitals always had a manufacturer representative (rep) present to turn the implant off and back on after the surgery. The patient stated they had the pp, could turn the implant on/off with the magnet, and they had turned the implant off with the magnet in the garage by accident before. The patient later reported that the first device the patient had was turned off accidentally in a store and their wife noticed it was turned off. They eventually called in and were told they could turn it back on using the magnet, which they did. Everything was fine after that and they never had it happen again. The patient also reported there was nothing wrong with the device or therapy as it was working as designed and providing therapy. No patient symptoms reported. See MFR report number: 3004209178-2016-09122

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.